Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 2.0x10mm semi-compliant balloon and then went for stenting through radial approach at 16 atmospheres with a 3.0x23mm xience prime stent. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. Another xience prime stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.